Manufacturer narrative:
Section d4: (serial number) has been updated from (B)(6) to (B)(6), based on the returned product. Section d4: (expiration date), and section h4: (device mfg date) were also updated, based on extended investigation. Section d3: (email), and section g1: were updated to reflect current contact information. Sensor ((B)(6)), sensor applicator and sensor pack, have been returned and investigated. Visual inspection has been performed on all returned products and no issues were observed. The sensor plug was observed properly seated. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit was reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, that upon attempting application. The sensor got stuck in the applicator. And was therefore, unable to apply the adc freestyle libre sensor. The customer experienced symptoms of tiredness, sweating, disorientation. And subsequently, lost consciousness. The customer received unspecified third-party treatment. And no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon attempting application, the sensor got stuck in the applicator, and was therefore unable to apply the adc freestyle libre sensor. The customer experienced symptoms of tiredness, sweating, disorientation, and subsequently lost consciousness. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.